Manufacturer narrative:
Additional information : the device was received for evaluation. A visual inspection was performed which observed a burn mark in the tubing. The reported problem was verified during initial inspection. The cause of the condition was due to extrusion process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a foreign object was observed in the tubing of a solution administration set. There was no patient involvement. No additional information is available.